Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2012 ; 0174, lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a lawsuit that post implant, the patient complained of itching and pain, and it was determined that a pocket infection had developed. The infection was treated with antibiotics. The patient subsequently experienced an allergic reaction, resulting in lip and eyelid swelling as well as numb teeth, and was treated with additional medication. The patient has also indicated experiencing ¿shame and embarrassment¿ following the infection treatment, as the pocket scar did not heal correctly. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.